Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023.

Event description:
It was reported that the patient was experiencing a shocking sensation in the lower back when the stimulator was on. The patient underwent an implantable pulse generator (ipg) replacement procedure. The patient was doing well postoperatively. The explanted device was discarded.